Event description:
Per email: the patient states the pump is alarming and the screen reads no disposable clamp tubing. The pump is stopped and continues to alarm. Medication is 5-fu. Res vol is 223.2 ml. The patient denies any air in the tubing. Instructed the patient to turn the pump off, close a clamp on the tubing and remove the cassette. Bubbles observed in the tubing that extends across the top of the cassette. Cassette tapped gently on a firm surface, tubing massaged, green tab depressed and cassette reattached. Clamp opened and pump started. The screen reads run res vol 223.2 ml. Rate confirmed on the medication label. Ll2. The patient is scheduled to have the pump removed tomorrow. Advised the patient to call the hotline should he require additional assistance. No additional information available.